Event description:
Complaint: it was reported to (B)(6) medical care via fax that there were central venous catheter flow problems when using tego connectors. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).